Event description:
It was reported to philips that the system would not start up the device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not starting up. The philips remote service engineer (rse) inspected system remotely and observed that the host pc¿s power led was on, the hard disk led was off, and network1 and network2 leds were either flashing or on. The rse performed the cold restart and advised the customer to troubleshoot, after turning on the power button on the host computer, the system boots normally and was returned to functionality after multiple restarts.the philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up, when starting it up in the morning. Upon troubleshooting, the fse found an internal failure of the main control pc. To resolve the issue, fse replaced the host pc, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.